Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient has experienced retention, spasms, and pain since the procedure so they were advised to follow up with their healthcare provider (hcp). The next day, patient reported still being in pain and were still unable to void on their own. No device issue was reported and no further patient complications have been reported as a result of this event.